Manufacturer narrative:
Only the pusher assembly was returned, and the evaluation could not determine the cause of the event.

Event description:
It was reported that after the coil was implanted, a loop of the coil was observed protruding into the parent artery. No patient injury report.